Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts to obtain additional information have been made with no response to date. (B)(6).

Event description:
An ophthalmic surgeon reported that for approximately 3 months, the incisions performed by the non-valved trocars were not watertight anymore. Several attempts to obtain additional information have been made with no response to date.